Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's international service technician reported the device could not be activated using ac power. There was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: replacement of the shorted d3 diode and the open d37 diode corrected the problem with this pm board. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The manufacturer's international service technician reported the device could not be activated using ac power. There was no patient involvement.